Event description:
The customer initially reported that the handle became jammed during use, but the surgeon was able to open the jaws again. A second device was used to complete the procedure without incident. There was no patient injury. The incident device was returned and a visual inspection revealed that the ski guide pin was missing from the device.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints.